Event description:
It was reported that during an atrial fibrillation (afib) procedure, a pericardial effusion was seen with echocardiography following a double transseptal puncture. A pericardiocentesis was performed, the fluid was removed from the pericardial space, and the procedure was continued. Approximately one hour after the case was completed, the patient became hypotensive and another pericardiocentesis was performed. Approximately one liter of fluid was removed from the pericardial space. The patient was stabilized and admitted for observation. Upon request, additional information was provided for the event. The event required extended hospitalization stay. The event was attributed to the transseptal puncture procedure. The patient fully recovered. The causality of the adverse event is possibly procedure related. The patient¿s approximate age was mid fifty¿s. The physician¿s opinion regarding the causality of the tamponade was that he was not clear how the event occurred. They were not aware of any other factors that might have contributed to the tamponade. They were not aware if the physician experienced any difficulty in manipulating the catheter. The event occurred before the ablation. The agilis and sl1 sheaths were used. There was a reprocessed acunav catheter being used during this procedure. The act was maintained during the procedure between 250-300s.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, a pericardial effusion was seen with echocardiography following a double transseptal puncture. A pericardiocentesis was performed, the fluid was removed from the pericardial space, and the procedure was continued. Approximately one hour after the case was completed, the patient became hypotensive and another pericardiocentesis was performed. Approximately one liter of fluid was removed from the pericardial space. The patient was stabilized and admitted for observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system: model #: m-4800-01; serial: (B)(4). Stockert 70 system: model #:m-5463-01, serial #: (B)(4). Coolflow pump: model #: m-5491-02; serial #: (B)(4). Pentaray nav catheter: model #: d-1282-02-s; lot #: 15855136l. Ez steer coronary sinus catheter: model #: d-1263-04-s; lot #: 15919585m. (B)(4).